Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl and other was 116 mg/dl. Customer did not believe insulin pump was over delivering. Customer perform displacement verification test and it was passed. It was unknown if the insulin pump was on auto mode. Customer treated manual injection. The pump will not be returned for analysis.